Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-feb-2023. The investigation was completed on 09-feb-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, blood was observed inside the pebax, no external damages were observed on the pebax. The blood inside the pebax could be related to the high force and the high impedance issues reported by the customer; however, this cannot be conclusively determined. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, screening test, and temperature and impedance test of the returned device were performed following bwi procedures. Visual inspection was performed and reddish material and a hole were observed in the pebax component. The force feature was tested on the carto and high force values were observed. In addition, no temperature and impedance values were observed. These issues could be related to the reddish material inside the pebax component. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reported issues by the customer were confirmed. The root cause of the hole on the pebax cannot be determined, it should be noted that the damage is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the analysis for the ¿picture provided¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force issue¿, ¿high impedance¿ and ¿foreign material inside the pebax with no external damage¿ and the biosense webster inc. Analysis finding of the ¿foreign material inside the pebax with external damage¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab observed a hole in the pebax. Initially it was reported that during the procedure, the force on the thermocool® smart touch® sf bi-directional navigation catheter was jumping and the impedance was high. Upon removal of the catheter from the patient, it was noticed there was "blood in the torsion spring housing". Blood was unable to be cleaned or flushed out. To troubleshoot, the catheter was immediately replaced due to blood. The issue was resolved and the procedure continued. There was no patient consequence reported. Additional information was received. The sheath used in the procedure was abbott swartz 8.5 sheath. No difficulty was experienced while maneuvering the catheter or during the withdrawal. It was not known if the catheter pebax was physically damaged. It is not believed that any visual damage was observed. Photos provided. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The high impedance was assessed as non MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The blood in the torsion spring housing was assessed as non MDR reportable for foreign material inside the pebax with no external damage. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-feb-2023 observed in the pebax component that there was reddish material and a hole. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 09-feb-2023.